Event description:
It was reported that the plastic tip broke off while inside the patient. It was reported that they were able to get most or possibly all of the pieces of the patient, however they would like to confirm via xray.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the plastic tip broke off while inside the patient. It was reported that they were able to get most or possibly all of the pieces of the patient, however they would like to confirm via xray.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke off in patient during surgery. Probable root cause: material/design error: inadequate package seal strength (packaging design). Use error. The reported failure mode will be monitored for future reoccurrence.